Event description:
It was reported the patient's right hip was revised due to dissociation of the femoral head from the stem. Intra-operatively, trunnion wear was noted. A meridian stem, lfit v40 head, and poly liner were revised to a restoration modular stem construct, mdm/ adm liner construct, ceramic head, and dall-miles cables. Rep also confirmed there are no allegations against the revised liner.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with a meridian stem was reported. The event was confirmed based on clinician review of the provided medical records. Method & results: product evaluation and results: no product was returned for evaluation however, photographs were provided for review. The photographs show a recently explanted stem and head. Blood and biological matter is visible on both devices. The trunnion of the stem appears worn/damaged. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: this inquiry reports a case of femoral head disassociation from the femoral stem with deformity of the trunnion that was revised with a restoration modular construct. I can confirm that this event took place since I was able to see the pre-op xray and the product usage sheet. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of head disassociation and trunnion deformity is multifactorial including implant factors, patient factors and surgical technique. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the lot referenced. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 similar event for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned to the manufacturer.

Event description:
It was reported the patient's right hip was revised due to dissociation of the femoral head from the stem. Intra-operatively, trunnion wear was noted. A meridian stem, lfit v40 head, and poly liner were revised to a restoration modular stem construct, mdm/ adm liner construct, ceramic head, and dall-miles cables. Rep also confirmed there are no allegations against the revised liner.